Event description:
It was reported by a rep that a drill had broken intraoperatively. The surgeon had begun drilling over the wire, and after breaking through the first cortex, the drill broke. The drill broke off into multiple pieces that were lodged in the patient's bone. The surgeonw as able to remove 2 of the fragments but one was left. The rep stated this was the first use of the drill. A review of the device history record confirmed that the drill was manufactured to specifications and had no non-conformities. Additional information from the surgeon included notification that the patient did not have any abnormally hard bone and there was no other hardware present when the drill broke.